Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient had blurry vison associated with anisometropia and irregular astigmatism. The lens was exchanged for another lens of different model and half a diopter different power three months after initial implantation. Additional information was requested.